Manufacturer narrative:
The three returned sensors were evaluated. The visual inspection confirmed the sensors had sliding neck tape at sensor end causing exposed conductor jackets. The sensors passed continuity testing and functional testing. The sensors were able to obtain spo2 and pulse rate values on the lab monitor and were functioning electrically as designed.

Event description:
The customer reported exposed wires on the cable. There was no patient impact or consequences reported.